Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19jul2019 the manufacturer's technical services (ts) confirmed the reported software update issue. The customer turned of the device after a waiting period of 1 hour, turned on again and everything was ok, even the displayed software version indicates a successful update. The device now works, even without further measures . The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported v60 failure after software update. Display remains dark, does not work anymore, and produces an alarm after software update. There was no patient involvement.